Event description:
Admitted to surgery in 2003 for posterior implantation of an st360 spinal fixation system in the lower lumbar region. A 0.44 inch diameter by five inch long guide wire (7010-0088-01) was observed, on images just prior to closure of the pt, protruding through the anterior of the l5 vertebrae. The pt was closed and placed on their back in order to remove the guide wire anteriorly. The pt was checked, in the operating room, for any signs of trauma that may have been caused by the protruding guide wire. The pt did not show any signs of trauma or adverse attributable complications.